Manufacturer narrative:
Additional information: h11: a review of event history log revealed multiple occurrences of infusions at recommended parameters.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate testing and it passed with an error percentage of 3.8175%. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The m2 & m3 springs will be replaced to ensure continued accurate delivery. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused twice during flow accuracy testing in the biomed service department. There was no patient involvement. No additional information is available.